Event description:
It was reported that a uv-flash solution transfer set had a connection issue with a disconnect cap. The report stated that there was a gap between the disconnect cap and the transfer set (approximately 1mm). This was identified after connecting. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The outer diameter of the uv spike was measured and found to be within specification. The evaluation was unable to confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.